Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 258 mg/dl and 109 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.